Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and failed due to a damaged plastic window. A receiver charge and boot was performed and passed. A receiver download was performed and passed. A functional test was performed and passed relevant testing. Confirmation of the complaint was not confirmed. The probable cause could not be determined.